Manufacturer narrative:
Evaluation results: (no results available since no evaluation performed) - device or procedural images not provided for review. Unable to confirm complaint (device not returned). (B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.6 cm in diameter abdominal aortic aneurysm. The external iliac and common iliac arteries were reported to be severely tortuous and a little calcified. The final angiogram was taken with a catheter and soft wire in place , the aneurysm was excluded however the external vessels showed some spasmed areas due to wire and device placement. The rfa was closed and the patient¿s pulse was checked. Upon closing the left cfa no pulse was noted a retrograde sheath-o-gram was taken and contrast wouldn¿t fill the artery the blood flow stopped on one of the tortuous bends in the ecia. The physician elected to implant two 8x40 mm complete se bare metal stents in an attempt to straighten the artery. Visualisation was poor with the c-arm for both stents and the first stent landed higher than anticipated. A third complete se bare metal stent (8x80 mm) was then deployed from the lcia (left common iliac artery) into the leia (left external iliac artery). When the physician was completing the wire exchange the physician lost wire placement/positioning. The physician deployed the 8x80 mm complete se, took another retrograde angiogram through the sheath and discovered that there was still no blood flow proximally into the iliac limb. It was determined that the wire and 8x80 mm complete se stent had gone behind the endurant limb and not into the endurant stent graft as was intended. Placement of the complete se (8x80 mm) occluded the distal end of the endurant stent graft. The physician elected to perform a fem-fem bypass from the right to left side below the initial kink in the leia and the blood flow was restored. The physician stated the event was related to the procedure and that the deployment issue with first and third complete se stents was due to both jumping and poor visualization due to the c-arm. No clinical sequelae were reported and the patient is fine. Review of pre-implant 3d images confirmed that the patient¿s neck diameter was 18.8mm below the neck, and 33mm in length. The max diameter aaa was 4.4cm. The aorta was severely calcified. The distal aortic diameter was 17mm. The iliac arteries were severely tortuous bilaterally. The right common iliac diameter ranged from 13 ¿ 14 mm, and the left common iliac artery diameter ranged from 13 ¿ 19mm. The origin of the left common iliac was acutely angulated approximately 90 degrees. The right access was 9mm and the left access was 11mm. Several still angio images showed that the devices were implanted and there appeared to be good flow within the stent grafts and no endoleak. Distal to the left limb the blood flow appeared severely reduced. After implanting one or more stents into the distal left limb, the blood flow was improved distal to the stent graft, but no flow was seen within the stent graft. The right external artery also showed a good blood flow distal to the stent graft. Final angio was not provided. The cause of the events appear to be anatomy related (severely tortuous iliac) and user/procedure related (loss of wire placement and poor visualization).

Manufacturer narrative:
Results: occlusion. Lesion morphology - external iliac and common iliac arteries were severely tortuous, little calcified. Poor visualization of the device with the c arm. Conclusion: occlusion. Lesion morphology - external iliac and common iliac arteries were severely tortuous, little calcified. Poor visualization of the device with the c arm. No evaluation performed. (B)(4).